Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: the black box and history records of the pump were reviewed. Several manual suspend and manual resumes were observed: suspend: (B)(6) 23:34 ¿ resume (B)(6) 00:29. Suspend: (B)(6) 14:29- resume: 15:47. Suspend: (B)(6) 12:51- resume:13:27. Resume: (B)(6) 08:28- resume: 10:02. Suspend: the total daily doses correctly reflect the users programmed basal rates. Typical usage alarms observed in alarm history. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Investigators were unable to duplicate the complaint. The display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings (inaccurate delivery) issue. Customer support (cs) completed troubleshooting and all settings are correct. The reporter stated that the patient had a blood glucose (bg) of 440mg/dl with headache, polyuria, polydipsia, nausea and symptoms of dehydration. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to bg excursion the patient experienced due to an alleged history settings issue.